Manufacturer narrative:
The product is not returned to manufacturer for evaluation..

Event description:
Procedure: one level cervical arthroplasty it was reported that cervical disc migrated anteriorly.

Manufacturer narrative:
Product analysis : troughed component - slightly off center wear noted on both of the ball-and-trough interface features. Troughed component examination noted a portion of the plasma coating is missing as-received. Microscopic examination of the outer surface of the troughed component identified interlocking tissue within the entire remaining portion of the plasma coated surface; additionally, mechanical damage consistent with osteotome identified on the anterior portion of the outer surface. Troughed component hole flange cracked and bent as received. The bent and cracked flange, mechanical damage and bony in-growth throughout the remaining plasma coating all suggest the missing portion of the plasma coating is due to mechanical failure at explantation. Ball component - slightly off center wear noted on both of the ball-and-trough interface features. Microscopic examination of the outer surface identified interlocking bony tissue within the plasma coated surface; additionally, some mechanical damage consistent with mechanical removal identified on the anterior portion of the outer surface. Conclusion: after visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Both implant components display evidence of bony tissue in-growth, suggesting no migration or early post-operative migration of the implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.